Manufacturer narrative:
Lots not available. No other info available.

Event description:
During the shoulder surgery of the (B)(6) 2022, a fracture of the metaphysis of the humerus occurred. The surgery was completed successfully performing a cerclage.